Event description:
Boston scientific received information that during a routine follow-up, it was noted the device had not mode switched correctly as the right atrial (ra) lead was exhibiting impedance measurements of 100 ohms. There was also undersensing of the atrial fibrillation (af) resulting in occassional pacing at high rates for short periods of time. The device was reprogrammed to ddi mode. After some discussion with the patient, it was revealed that valve replacement surgery occurred 3-4 weeks earlier. Prior to the surgery, all measurements were appropriate. As a result, it was suspected the lead was damaged during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.